Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. It was observed that the heater wire was flexed away from the center of the hot jaw but remained attached at the tip and at the base. Based on the condition of the device as found, the reported failure mode "bent jaw" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro pa noticed that the wires were bent away from the active jaw as he was attempting to use the device for the first time. When questioned, he did say that he placed the hp into the cannula before adding the endoscope. He said there was resistance but he continued to insert the hp with support. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Internal complaint number: (B)(4). Autonumber: (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro pa noticed that the wires were bent away from the active jaw as he was attempting to use the device for the first time. When questioned, he did say that he placed the hp into the cannula before adding the endoscope. He said there was resistance but he continued to insert the hp with support. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro pa noticed that the wires were bent away from the active jaw as he was attempting to use the device for the first time. When questioned, he did say that he placed the hp into the cannula before adding the endoscope. He said there was resistance but he continued to insert the hp with support. A replacement device was used to complete the procedure. The hospital did not report any patient effects.